Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and they provided the caller with instructions on how to store and return the malfunctioning pump. They advised the caller to return the pump within 10 days to avoid charges, and they explained how to configure the new device, ensuring a smooth transition. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.